Event description:
During a pt treatment on a meridian hemodialysis machine the actual ultrafiltration (uf) rate was higher than intended. There were no machine problems or alarms that indicated a problem with the treatment. The intended uf removal was 4 kg for a four-hour treatment. Two hours and fifteen minutes into the treatment, the pt complained of cramping. At that time it was determined that 3.6 kg had already been removed during that time period. The treatment was discontinued and the pt was administered 400 ml of normal saline with the return of the extracorpoeral blood. There was no pt injury associated with the incident.